Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab) in a patient with acute myocardial infarction (ami), insertion became difficult due to poor unwrapping. The customer reinserted the balloon and started treatment. There was no reported injury to the patient.